Event description:
The customer reported that both monitors were non-functional, resulting in a loss of the live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the workstation 12 volt power supply. The system operates as intended.